Event description:
The customer reported via phone call that the insulin pump's display was scratched and difficult to read. The customer stated that the scratches became worse in the week leading up to the call. The customer reported having the insulin pump in his pocket with other objects rubbing against it. Blood glucose level at the time of the incident was 160 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.